Event description:
During a sleeve gastrectomy medtronic signia failed to fire, a second stapler misfired and left a defect in the staple line. Sutures were used to assure staple line closure. Patient has not leaked, but the incident is a near miss. Reference report: mw5148329.